Event description:
It was reported that after a stapled trans anal rectal resection procedure, there was an anastomosis leak of faeces into retroperitoneal space. The instrument reportedly functioned normally during the initial procedure. The staple line was complete and the staples were correctly formed. Second day post op day patient had increasing abdominal pain. A revision procedure showed anastomotic leakage. A like device was used to repair the leak. The patient is well with no other reported patient complications.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.